Event description:
A home patient's (hp) nurse reports hp experiencing relapsing episodes of peritonitis, which began with an initial diagnosis in 2002. Reportedly, the hp presented to the clinic with cloudy effluent which resulted in the hp being diagnosed with peritonitis. Treatment included 125 mg cefprozil per supply bag and 40 mg gentamicin ip daily for approximately 3 weeks. Signs and symptoms of peritonitis ceased following the course of antibiotics. Approximately 2 weeks following the conclusion of antibiotic therapy, the hp presented to the clinic with cloudy effluent which resulted in the hp being diagnosed with peritonitis. Treatment included 125 mg cefprozil per supply bag and 40 mg gentamicin ip daily for approximately 2 weeks. The hp was also given bacitracin ointment to be used in their nostrils for the first 5 days of each month, as the physician suspected the home patient to be a carrier of the staphylococcus bacteria. Signs and symptoms of peritonitis ceased following the course of antibiotics. Approximately 2 weeks following the conclusion of antibiotic therapy, the hp presented to the clinic with cloudy fluid, abdominal pain, and diarrhea. The home patient was subsequently diagnosed with peritonitis, and treated with 125 mg cefprozil per supply bag and 40 mg gentamicin ip daily for approximately 3 weeks. The hp continued to use the bacitracin ointment. Signs and symptoms of peritonitis ceased following the course of antibiotics. Approximately 3 weeks following conclusion of antibiotic therapy, the hp presented to the clinic with cloudy fluid and abdominal pain resulting in the diagnosis of peritonitis. Initial treatment included 125 mg cefprozil per supply bag and 40 mg gentamicin ip daily pending effluent culture and sensitivity results. Post-results, treatment included the discontinuation of the cefprozil and gentamicin and the initiation of 200 mg vancomycin ip daily for approximately 5 weeks, in addition to continued bacitracin ointment administration. Signs and symptoms of peritonitis ceased following the course of antibiotics. In 2003 the hp presented to the clinic with cloudy effluent subsequently being diagnosed with peritonitis. Treatment included 200 mg vancomycin ip daily (for an unknown length of time), and 500 mg bactrim po every monday, wednesday, and friday continuously, in addition to continued bacitracin ointment administration. Signs and symptoms of peritonitis ceased following the course of antibiotics. No hospitalization has been required to date.